Event description:
The customer reports back to back results of 100 mg/dl compared to a professional meter result of 60 mg/dl. No report of an adverse event. Controls were not run. Return requested and replacement was sent.